Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Event description:
The customer reports falsely decreased architect ca 19-9xr assay results for one patient. A result of 25 u/ml was generated (the patient is known to run a value of approximately 50 u/ml). The customer recentrifuged the sample and retested with results of 40 and 50 u/ml. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Information from the customer site indicates that a retest of the original samples after re-centrifugation did not reproduce the initially generated (falsely) decreased results. Retesting of the samples generated the expected (higher) results. The architect i2000sr analyzer probe was also replaced as part of the troubleshooting procedures. Accuracy testing was performed in-house with retained reagents of lot 20318m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Manufacturer narrative:
The customer reported that this patient returned to the lab on (B)(6) 2013 and was redrawn. Architect ca 19-9xr assay results of 26 and 22 u/ml were generated. The customer then retested the sample from (B)(6) 2013 and generated a result of 28 u/ml. The customer then proceeded to test three samples from this patient with the following results: first sample (undated, but prior to (B)(6) 2013) = 68, 57, 53 and 51 u/ml; (B)(6) 2013 sample = 23, 23 26, 24 and 30 u/ml; and, (B)(6) 2013 sample = 20, 24, 26, 23 and 30 u/ml. The customer cited a result of 40 u/ml before replacing the analyzer's probe. There is no further impact to patient management reported.